Event description:
A caller reported a malfunction on their insulin pump, identified by malf 12 code, and noted at least three previous occurrences with the same issue on this pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support (cts) in resetting the pump and was sent a replacement pump with updated software. They were given instructions on using and returning the current pump, including using a multiple daily injection (mdi) backup if necessary. Training resources were made available to the customer, and cts confirmed the shipping and return process.